Event description:
Boston scientific received information that this patient with an implantable cardioverter defibrillator (ICD) and right atrial (ra) lead had high pacing impedance and threshold measurements with loss of capture. The lead did not sense the p waves as well. No dislodgement or fracture was noted on fluoroscopy. Since the patient had normal sinus rhythm, the lead was deactivated and the device was reprogrammed. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.